Event description:
Event description cpi received information that during interrogation of the implantable cardioverter defibrillator (ICD), the physician noted that the ICD had reset. The physician performed an invasive procedure and elected to replace the ICD.